Manufacturer narrative:
Although the patient is noted to demonstrate good physical hygiene and follow all post-op instructions, patient is noted to have a history of recurring infections prior to working with nalu. Patient's occupation is in the nursing field, thus it is possible that the patient was exposed to bacteria while working. Since the onset date of infection symptoms is unknown, the firm is unable to draw any further conclusions as to the source of the bacteria.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 with the implantable pulse generator (ipg) being placed in the patient's lower back area. The system was successfully activated. On 10/04/2024 a nalu representative reached out to the patient for a routine follow-up and was informed by the patient that the system had been explanted due to presence of methicillin-resistant staphylococcus aureus (mrsa).patient status and infection type was confirmed by the physician's clinic. Per the clinic, the patient had developed signs of infection at the ipg incision site at an unspecified date and the patient was given oral antibiotics at that time. The oral medication was not successful in eliminating the infection and thus the physician explanted the system to allow for healing. A full system explant was performed on (B)(6) 2024.